Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 11 months, 7 days. Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The pump remains in use supporting the patient. The heartmate 3 lvas instructions for use lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had gastrointestinal bleeding. The patient noted dark stool 2 weeks ago and it was advised by the vad clinic that the patient stop iron supplements. The patient continued to have black stool as well as shortness of breath and lightheadedness/dizziness. On (B)(6) 2018, the patient went to the emergency room and hemoglobin and hematocrit (h&h) showed drop since last evaluation and the patient had rectal exam tested. The patient was hospitalized and stool guaiac test was positive. The patient was on warfarin and aspirin at the time of the event. The patient received 1 unit of packed red blood cells (prbc) for hematocrit 20. A video capsule study on (B)(6) 2018 showed 2 small arteriovenous malformations in proximal small bowel, not actively bleeding. Warfarin was restarted on (B)(6) 2018, asa held diuretics were resumed on (B)(6) 2018, and losartan was increased for ongoing hypertension. H&h stable for 48 hrs. There was no further bleeding after warfarin resumed and inr was 1.9 at discharge. Aspirin was discontinued. No additional information provided.